Event description:
Reportedly, two freezing containers were found ruptured after transportation from another facility. The contents of the container, peripheral blood stem cells, were disposed of at the time of the events. The pt was not impacted by the event. Sufficient back up cells remained to transplant the pt. The containers will not be returned for eval. The containers, after removal from the liquid nitrogen storage tank are extremely fragile in this frozen state. Care must be taken when handling or transporting the frozen product not cause any mechanical damage to the plastic continer. Small cracks or fractures in the body of the container may cause the ingress of liquid nitrogen and casue the rupture or distention of the containers. Freezing and thawing recommendations are distributed with each model number sold.